Manufacturer narrative:
Evaluation of the returned smart coil revealed, that the pusher assembly mid-joint was retracted proximal to the introducer sheath friction lock. If this occurs, resistance will likely be experienced, during advancement and the device may not be advanced out of the introducer sheath. During functional testing, the pusher assembly mid-joint was advanced through the introducer sheath friction lock with resistance. Then the smart coil was able to advance through its introducer sheath without an issue. Further evaluation of the device revealed, kinks in the pusher assembly. This damage was likely incidental to the complaint and may have occurred, during packaging for the device return. Only introducer sheaths were returned for the second and third reported smart coils. Therefore, the complaint could not be confirmed, for the smart coils being stuck in their introducer sheaths. The root cause of the reported complaint could not be determined. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed. And did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 1. 3005168196-2021-02099; 2. 3005168196-2021-02100. H3 other text: placeholder.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report numbers: 3005168196-2021-02099, 3005168196-2021-02100.

Event description:
The patient was undergoing a coil embolization procedure in the maxillary artery using penumbra smart coils (smart coils). During the procedure, three smart coils were unable to advance at all from their initial position within their respective introducer sheaths. Therefore, the three smart coils were removed. The procedure was completed using new smart coils. There was no report of an adverse effect to the patient.